Event description:
It was reported that the patient experienced withdrawal and symptoms had been getting gradually worse (first occurrence of withdrawal). Per patient, the healthcare provider (hcp stated the patient had to ¿hang on and work through it.¿ the patient was told to follow up in two weeks. Then when the patient returned, it was stated that the hcp told the patient that he was not sure, but he thought there may be a pump malfunction (this was never confirmed) and to follow up in four weeks. Per patient, ¿my pump had not completely shut down, but something was going on with it and they didn't know¿he (hcp) didn't know exactly what it was. I've had a lot of sources of pain, but the pump was doing great, I mean it was doing its job and then all of the sudden it just went haywire and this guy (hcp) can't tell me what it is, or what's causing it.¿ it was further stated that the hcp ¿cut the patient¿s flow rate in half¿ on (B)(6) 2012 and the patient had been taking larger amounts of oral medications. The reporter stated that oral painkillers (hydrocodone and oxycontin) were ¿not helping¿ and the patient had not had ¿more than a couple hours sleep at one time in weeks and I'm just about to go out of my mind.¿ it was noted that the patient had panic attacks and suffered from depression. It was also stated that the nurse who refilled the pump added ¿40 units¿ but set a short time period of--for 20 units. But then when he went to empty it out, there was still 22 units in it.¿ it was added that the patient had ¿had this funny taste in his mouth...he could not keep anything is his stomach¿and he (hcp) thought that the pump might ¿leaking or something.¿ no audible alarms were heard. It was reported two days later that the patient¿s hcp dismissed him as a patient for ¿no reason whatsoever". It was stated that the patient suffered a fall last night ((B)(6) 2012), resulting in some bruising. It was further stated that the patient¿s foot had fallen onto an electric heater and that his toes are ¿gone¿he was sure they were going to be cut off¿ it literally cooked his feet¿(the toes) were split open.¿ the patient was to follow up with his previous managing physician to attempt to get a referral for a new physician to manage the pump. Drug: morphine.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11336r08, implanted: (B)(6) 2002, product type catheter. (B)(4).